Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient who was receiving clonidine with concentration 65.0 mg/ml at a dose rate of 9.69 mg/day and morphine with concentration 40.0 mg at a dose rate of 5.999 mg/day via an implantable pump for non-malignant pain. It was reported that the patient was having the same pain as before she was implanted which was caused by her piriformis muscle. The patient could not feel a difference after the dose adjustment that was just made or after using the personal therapy manager (ptm). The patient noticed the pain was coming back but states they were doing steroid injections to treat that pain. The patient had foot surgery in (B)(6) so once she had healed from that she started getting steroid shots again in (B)(6) when she was up and walking again with a boot. It was at this time that the hcp was questioning whether the patient was getting the drug. The change in therapy / symptoms occurred gradually. The patient thought the symptoms started in (B)(6) 2015 but then later stated maybe it was before (B)(6). The date (B)(6) 2015 is considered an approximate date of event. An MRI to rule out a granuloma versus piriformis muscle over sciatic nerve was indicated. It was further noted that they will be looking for the catheter location. On (B)(6) 2016, an hcp reported that the patient was to undergo an MRI of the lumbar, thoracic, and sacrum with and without contrast. The hcp planned to confer with the patient's pump managing physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.